Event description:
It was reported that on an x-ray, an unknown angle in the superior vena cava (svc) coil in the area of the subclavia was observed. The patient is small, so the svc coil was lying underneath the subclavia. Doctor assumed a subclavian crush. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and the proximal conductor was fractured. It was noted that the defibrillation coil was distorted, several conductors were distorted, the outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was stretched.